Event description:
It was reported that towards the end of the kidney procedure, the fiber made a popping noise. The fiber had broken off during lasing and burnt along the mid-section of the fiber. The fiber was removed, and the procedure was completed without patient complications.